Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stent moved on balloon. A 2.25 x 32 synergy¿stent was selected for use. However, during preparation, when the device was removed from the protective sheath, it was noticed that the stent had almost dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged its entire length with stent squashed and bunched. The stent moved distally on the balloon. The maximum crimped stent profile as per manufacturing data was reviewed and was within specifications. The stent protector was not returned for analysis; however, the specified inside diameter of the stent protector was reviewed. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. It is most likely that stent movement and damage occurred due to handling of the device during preparation following removal of the stent protector. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were visible at the exposed proximal part of the balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent moved on balloon. A 2.25 x 32 synergy¿ stent was selected for use. However, during preparation, when the device was removed from the protective sheath, it was noticed that the stent had almost dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.